Event description:
Patient underwent injections (2 syringes) of restylane in 2004, into the nasolabial folds, smokers lines above the lip, upper lip, and vermilion border. The physician assessed the patient in his office about 9 months later, where he noticed 2 lesions, described as well circumscribed, relatively firm, 2-3 mm subcutaneous papules in perioral region above lips. The physician stated that he was unable to state whether this represented another process occurring in the injection sites. There were no associated symptoms of redness, pain, or itch and the physician did not prescribe treatment for these lesions. It is the sponsor's assessment that the development of an unspecified injection site mass after 9 months of implant is unlikely to be related to restylane, since it is not consistent with the duration time of the filler.